Event description:
The customer reported that the jaws of the instrument would no longer open while on tissue. A monopolar device was used to remove the device from the pt. Bleeding occurred from the tissue and another instrument was used to control the bleeding and continue the operation. Blood loss was under 250 cc and the pt is reported to have fully recovered.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample will not be returned. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.